Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel superficial femoral artery to popliteal artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. A total of three inflations were performed. The first inflation was at 6 atm for 30 seconds, the second inflation at 8 atm for 30 seconds, and the third inflation at 6 atm for 30 seconds. During the third inflation at 6 atm for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.